Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a crack in the insulin pump case. Customer stated that the drive support cap appears to be damaged. Customer did not press the cap while connected. Customer will be sent a replacement pump. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The insulin pump had loose/protruded drive support disk, cracked case at display window corners, broken reservoir tube lip, minor scratched, cracked display window and missing end cap sticker.